Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bypass procedure, sometime into the bypass case insufflation was lost and it was identified that the leaks were occuring through the seals of the trocars. The surgeons could hear and feel leaks from all of the trocars while the laparoscopic instruments were in the trocars. The case was delayed while they tried to maintain insufflations. Eventually the surgeons battled to finish off the case successfully. Another device was used to complete the procedure. There were no adverse consequences for the pt.